Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the pt. (B)(4).

Event description:
It was reported, the coil could not be detached after. Upon removal, the coil detached inside the catheter. The physician was able to push the coil into the aneurysm with the pushwire. No pt injury reported.